Event description:
On 09/15/1998, the facility's interventional radiologist informed the MFR's rep of the following: the facility implants approx five hundered (500) of these devices a year and have been satisfied with them. However, the last three (3) devices that were opened had hair wrapped circumferentially around the tip of the tubing/catheters. Two (2) of the three (3) devices were utilized, but he will be returning one (1) to the MFR, for analysis/eval. Additionally, the facility's interventional radiologist stated that he was not sure of the lot number of the device being returned to MFR, but it could be se98173 or se98264. No further details were provided at this time.